Event description:
When using ice for a post case check, a pericardial effusion was noted which resulted in a pericardiocentesis being performed. During the procedure, the (B)(6) wire (j tip merit 180 super stiff) was pinned out and visualized on the mapping system. It was mostly in catheter but was used to try to access the rspv. The physician alleges that the (B)(6) wire (j tip merit 180 super stiff) contributed to the pericardial effusion when using the (B)(6) wire (j tip merit 180 super stiff) to place the balloon. There was no resistance when inserting or withdrawing the catheter. The patient remains stable. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).